Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient receiving baclofen (3000 ug/ml, dose unknown) via implanted infusion pump. It was reported that the patient was experiencing withdrawal symptoms in (B)(6) 2024. During the refill on (B)(6) 2024, it appeared that the pump reservoir was completely empty while the expected reservoir volume was 5 ml. The pump was refilled again. On (B)(6) 2024 another refill was performed. When emptying the pump reservoir, the actual aspirated volume was 9.4 ml while the expected reservoir volume should have been 11 ml. On the (B)(6) there was a volume discrepancy of more than 14.5%. The baclofen concentration in the pump reservoir was changed from 2000 ug/ml to 3000 ug/ml on the (B)(6) (last refill before the one from (B)(6). During the two refills the actual residual volume was lower than the expected residual volume. The possible causes for this discrepancy were discussed with the hcp: error during refill procedure (part of the medication enters the pocket); error during programming of pump reservoir volume; leakage, e.g. Use of wrong needle to pierce the septum resulting in damage here; overinfusion (i.e. Pump rotates too fast): in this scenario, the patient would potentially show symptoms related to an overdose; a roller study can also be performed to check the pump roller rotation. The roller study guidelines/steps were provided to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.